Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Pictures were received from the customer. Device availability for return was not yet confirmed. The pictures showed that the device and one fragment had been reviewed. The broken piece matched the area indicated. However, there was still another area where a part of the ceramic was broken. The piece missing between the two blades would be approximately 2.0mm x 1.0 mm.

Event description:
It was reported that during surgery an instrument piece broke off. The procedure was for prostate removal and the customer felt the jaw motion was not smooth on the endoscopic electrosurgical dissector. At that time, a fragment was found inside the patient and it was removed. It was not confirmed whether all particles had been retrieved. An x-ray was not performed. It was noted that the instrument had been in use for about 20 procedures. Further details were requested but not yet provided.